Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and high rate non-sustained episodes. The rv lead also exhibited undefined high impedance measurements, oversensing of noise and a fracture. The patient experienced inappropriate therapy. The lead was initially reprogrammed off and later the lead was capped and replaced, with only the superior vena cava (svc) portion of the lead remaining active. The device reached early battery depletion and was explanted and replaced. No further patient complications have been reported as a result of this event.